Event description:
Complaint alleged that the brake pedal would go into the brake position, but the brake caster would no hold, no injury being reported.

Manufacturer narrative:
Tech found that the brake pedal would go into the brake position, but the brake caster would not hold. Replaced the broken rod to resolve this issue. Stretcher found in recovery room.